Event description:
Note: this pertains to one of two complaints that occurred during the same procedure. Reference manufacturer report number 3005099803-2009-04494. It was reported to boston scientific corporation, that a rf 3000 radiofrequency generator and a leveen needle electrode were used during an radio frequency ablation procedure. According to the complainant, upon completion of the procedure, it was noted that the pt had a small red spot under the grounding pad, which was thought to be a result of adhesive irritation. After the procedure, the generator had an unk error message. The procedure was completed with this device. According to the complainant, the event did not warrant a pt injury report. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).